Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a consumer that reported that someone used to have a stimulator and had to have it removed because she had the shocking sensations and found out that the leads had come loose.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.